Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced a refractive surprise following cataract surgery with a single piece preloaded monofocal intraocular lens (iol) implantation in the right eye, which led to an iol exchange procedure. The original iol was replaced with an iol of the same model with a 23.0 diopter. The explanted iol was not torn. No further information was provided.